Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found scratched lcd lens, corroded battery compartment, bubbled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Error log review showed high alarm displayed: downstream occlusion. The primary problem was not duplicated was found in the error log. Cause of the problem was an intermittent dso sensor. The dso sensor was replaced. And resolved the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the adult drug library is not passing the occlusion test. The event occurred during testing. There was no physical damage reported. There was no patient involvement.